Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted multiple cs 078 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of the pump¿s alarm history indicated showed a call service cs 078 alarm. During testing, the pump powered on properly with no alarms. The rewind, load and prime sequence was performed correctly and the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no evidence of the corrosion or damage on motor flex connector. The complaint of the cs 078 call service alarm issue was shown in the pump history but was not duplicated during investigation.